Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Blood glucose was 70 mg/dl. Reportedly, the customer verified the pump began to function as intended and continued to use the pump for therapy.